Manufacturer narrative:
B7 - other relevant history, including preexisting medical conditions. H6 health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025 due to multisystem organ failure (msof). The patient experienced heart, kidney, and liver failure. The onset date of msof was (B)(6) 2024. The organ failure did not exist pre - left ventricular assist device (lvad) implant. Lvad therapy did not worsen, cause or contribute to the organ failure. The patient was home on hospice after discussion that the patient was not dischargeable. The patient switched to hospice while they still had the ability to make decisions on their own. The ventricular assist device (vad) was operating as intended at the time of death. The death was not considered to be device related.